Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarm for failed battery test. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot but did not resolve the issue. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected failed battery alarms noted during testing. Device received with blank display due to battery tube power connector not connected properly to electrical board. Connected power connector and continued testing.